Manufacturer narrative:
(B)(4). Gathered process test data including finished goods retain and return data for act celite s12252 shows the initial oscillation measurement can be a predictor for increased rates of codes like qc code 31. The issue is not uniformally distributed across lot s12252.

Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding act celite cartridge lot# s12252 that yielded five consecutive quality check code 31 (qcc) while testing a patient. Procedure was aortogram with runoff, arthrectomy, stenting of aorta and bilateral lower extremity. Time result 10:14: 5000 units of heparin given, 10:30: no act result - quality check code 31, 10:35: 5000 units of heparin given, 11:30: no act result - quality check code 31, 11:35: no act result - quality check code 31, unk: no act result - quality check code 31, unk: no act result - quality check code 31, 11:45: physician gave 40 mg of protamine prior to pulling the sheath. Per I-stat system manual (B)(4). Qcc 31: unable to position - the analyzer did not detect movement of sample across the sensors. This could be due to a clot in the sample (especially in neonates), to not closing the snap closure on the cartridge, or to an aberrant cartridge. Based on the information available there is no reason to believe that a malfunction exists. The customer states that there are no cartridges to return for investigation. Preliminary investigation on retains testing shows that there are no deficiencies identified at this time. The full investigation is pending.

Manufacturer narrative:
(B)(4). Preliminary investigation on retains testing has determined that product is performing to specification at this time. The customer states that there are no cartridges to return for testing. The full investigation is pending.